Event description:
It was reported that after the completion of a transcarotid artery re-vasculization (tcar) procedure, the patient experienced an embolic stroke. A computed tomography (CT) and magnetic resonance imaging (MRI) was performed and revealed new areas of infarct. At this time, it is unknown how long the stroke symptoms lasted.

Manufacturer narrative:
The unique identifier (UDI#) and lot # field in section b4 were left blank since the lot number was not provided to srm. The patient age in a2 was left blank since no patient age was provided to srm. The product associated with this complaint was not returned to the manufacturer for analysis. There is no indication that a malfunction of the srm device occurred; the cause of the post-operative complication is unknown, therefore, the complaint will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. A supplemental MDR will be submitted if additional information is received.